Manufacturer narrative:
Concomitant medical products: 507658 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had an electrocardiogram done and it appeared that the low pulse rate was not being captured by the implantable pulse generator (ipg). The patient expressed that their impression was that their pulse rate was at 60 beats per minute and it should work constantly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.